Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse straighten the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (0.025" visi2 straight) through the zso straightened, but it was impossible.so she gave uo and used the new zso-7-12, they did not change the wire guide. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the 1 x zso-7-12 zimmon biliary stent of of lot number c2004615 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is open to capture an incorrect wire guide used. This file is related to pr405934: incorrect guidewire was used with replacement device. User /use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device evaluation could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution all zso-7-12 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-12 of lot number c2004615 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use /or label review: the instructions for use, (ifu0045)which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0045) states the following: ¿refer to pack-age label for minimum channel size required for this device¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: the complaint confirmed based on customer/or rep testimony. Summary of investigation: failure identified: as per customer testimony, impossible to pass the 0.025¿ wire guide through the zso-7-12, confirmed quantity 01 device, reported prior to use. Investigation findings conclude a definitive root cause of user error can be confirmed as the user used a smaller than required wire guide size with the device. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-nov-2023.